Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited intermittent high out-of-range pace impedances as recorded to device daily measurements. Ambulatory impedances were within normal limits and no instances of noise were observed on stored electrograms (egms). Tech services suggested the abnormal measurements may be the result of electromagnetic interference (emi) but advised assessing the system. The patient is not pacemaker dependent and no adverse patient effects were reported. The physician has planned to perform additional follow-up with provocation testing though no timeline has been established. This system remains in service.

Manufacturer narrative:
--

Event description:
Additional information was received indicating a revision procedure was performed wherein the lead connection was tested with moderate tension which caused the lead to disconnect from the header. The lead was reinserted and setscrew tightened; a tug test was then performed to test the lead connection and found secure. All subsequent device measurements were within normal limits and the device pocket was closed. No adverse patient effects were reported. This system remains in service.